Event description:
At interrogation attempt, telemetry could not be established completely. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.